Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began early (B)(6) 2012. The patient reported blood glucose results of ¿hi mg/dl¿ (over 600 mg/dl) with the subject meter. The patient manages her diabetes with novolin 70/30 insulin (amount not specified). Based on the alleged result, the patient increased her usual dose of insulin (amount not specified). The patient claimed she had symptoms of chills, sweating, shaking, nausea, ¿losing weight¿ and a lot of urination. After, the patient alleged she went to the emergency room (ER)/ hospital. The patient reportedly obtained a blood glucose result of around ¿60 mg/dl¿ with the ER/ hospital meter. The patient was administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.